Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/14/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. During the procedure, tip of needle snapped during use and was retrieved. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.